Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted.

Event description:
Additional information indicates that during surgical procedure, lead fracture was confirmed.

Manufacturer narrative:
Correction: h6 - code was updated to reflect lead fracture.